Event description:
It was reported that mobi pump battery initially did not charge when caller attempted to turn on new pump for the first time while using charging pad and cover. There was no reported impact to the customer's blood glucose level. Caller then was able to get pump to turn on using original tandem charging supplies that came with pump without changing any charging supplies, troubleshooting was not completed, and no further action was required.